Manufacturer narrative:
Eight unopened devices were returned for evaluation. Visual inspection found no damage to the devices. The devices were tested fired five times each and two of the devices came apart proximally. Thereby confirming the complaint. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. Argon has conducted an internal investigation and tracked the affected parts to a narrow time frame resulting from a specific manufacturing event. The plastic housing and plunger can be separated more easily than normal for the lots manufactured during this time frame. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective action that are being taken to ensure that this never happens again. To ensure continued customer satisfaction, argon medical devices has decided to issue a voluntary recall of the affected lots because of the high rate of reports of unintentional disassembly of these devices.

Event description:
Swelling in biopsy area.

Manufacturer narrative:
The device was returned, and evaluation is anticipated but had not yet begun. A follow-up report will be submitted once the device has been evaluated.

Event description:
Swelling in biopsy area. Update/per the ultrasound tech- as the dr. Inserted the needle and pressed the button the coil popped out which caused swelling in the area the needle was at.

Event description:
Swelling in biopsy area.

Manufacturer narrative:
The device was returned, and evaluation is anticipated but had not yet begun. A follow-up report will be submitted once the device has been evaluated.